Event description:
On (B)(6) 2013, a reporter for the lay user/ patient contacted lifescan (lfs) alleging the patient¿s onetouch ultramini meter displayed an ¿error 5¿ message. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began about 2 ½ weeks prior to contacting lfs. The patient manages her diabetes with oral medications (type/ amount not specified). The patient continued to administer her usual dose of medications. Later that same day, the reporter claimed the patient felt a symptom of fatigue. Treatment was not specified at that time. On (B)(6) 2013, the patient reportedly visited the urgent care/ clinic and was administered insulin (type/ amount not specified) as treatment. The alleged issue was not resolved with retesting at the time of troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly received medical intervention from a health care professional (hcp) after the reported issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.